Event description:
It was reported that during preparation, the grippers did not lower. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported inability lowering a gripper could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.